Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for repair of a ventral hernia, a composix e/x mesh was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 3 years 9 months post implant of composix e/x mesh patient was diagnosed with infection, hernia recurrence, abscess, small bowel perforation, sepsis, partial intestinal obstruction, necrosis, adhesions, abdominal pain, cellulitis, fasciitis, inflammation thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection, adhesions, inflammation as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d1, d.6b (date of explant), e3, g1, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of a ventral hernia, a composix e/x mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered pain and was injured severely and permanently. Addendum per additional information received: (B)(6) 2013 - patient was diagnosed with ventral hernia, right through the umbilicus thereby underwent open repair with the implant of composix e/x mesh (device #1). Per operative notes, ¿edges of the hernia was investigated and there was some incarceration of omental fat on the right side. The composix e/x mesh (device #1) was placed underneath the external oblique fascia and medial aspect of the linea alba.¿ (B)(6) 2016 - patient had visited hospital for abdominal pain, cellulitis, skin infection and palpable lump felt underneath the skin along the umbilicus. (B)(6) 2016 - patient was diagnosed with infected prosthetic of abdominal wall, recurrent incisional hernia, staphylococcus aureus possible mrsa infection, small bowel perforation, sepsis, partial intestinal obstruction thereby underwent open repair with the explant of old mesh (device #1) and implant of phasix mesh (device #2). Per operative notes, ¿pus was expelled when entered the encapsulated mesh pocket and removed the entire composix e/x mesh (device #1) along with sutures. Excised abdominal wall that was included in the necrotizing infection with the infected mesh. Released the small intestine and colon from its attachment to the anterior abdominal wall and residual pieces of mesh. Multiple sites of ingrowth of the small intestine into the mesh resulted in multiple enterotomies. All relevant adhesions were lysed. There was a partial intestinal obstruction at points of mesh attachment. Myocutaneous flap was performed. Separated four muscular aponeurotic compartments for reconstruction of the abdominal wall, placed a piece of phasix mesh (device #2) into the retro rectus space and sutured.¿ attorney alleges that the patient had pain, abscess, bowel perforation, infections, mesh migration and emotional injuries. It was also alleged that the patient had open draining wound, insertion of phasix mesh, necrotizing fasciitis and removal of part of intestines.